Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes it had low volume sample aspiration that let to wrong reporting. Analyzer probe hitting during analysis resulting as, "no sample detected". The following information was provided by the initial reporter. The customer stated: ¿product material extended internal as spike. 1) analyzer probe hitting during analysis resulting as "no sample detected. 2) low volume sample aspiration led to wrong reporting."

Manufacturer narrative:
Investigation summary: mat: 368856. Lot: 1253897. Bd did receive 2 photographs from the customer in support of this complaint. The first photograph shows used tubes filled with blood-unable to confirm underfill based on the photograph attached. The second photograph shows 2 tubes with a plastic scraped inside the tube wall. Therefore, 20 retention samples from the bd inventory were functionally tested and the indicated failure modes of underfill and molding defect was not observed. From this testing it was determined that all 20 tubes drew within specification. Also 20 retained samples were visually checked and no damaged tubes observed. Additionally 40 retained tubes were analyzed for the edta content from and were all within specification limits. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided only for damaged tubes, however retained samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval: yes. D9: returned to manufacturer on: 2022-06-20. H.6. Investigation summary: bd did receive 2 photographs from the customer in support of this complaint. The first photograph shows used tubes filled with blood-unable to confirm underfill based on the photograph attached. The second photograph shows 2 tubes with a plastic scraped inside the tube wall. Additionally, 20 retention samples from the bd inventory were functionally tested and the indicated failure modes of underfill and damaged tube was not observed. From this testing it was determined that all 20 tubes drew within specification. Also 20 retained samples were visually checked and no damaged tubes observed. Additionally 40 retained tubes were analyzed for the edta content from and were all within specification limits. Bd was able to confirm the customer¿s indicated failure mode based on the photographs provided only for damaged tubes, however retained testing of samples were satisfactory. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e 5.4mg plus blood collection tubes it had low volume sample aspiration that let to wrong reporting. Analyzer probe hitting during analysis resulting as, "no sample detected". The following information was provided by the initial reporter. The customer stated: ¿product material extended internal as spike. 1) analyzer probe hitting during analysis resulting as "no sample detected" 2) low volume sample aspiration led to wrong reporting".